Event description:
Veteran received a test dose of cetuximab intravenous which requires a filter on the tubing. The filter tubing was primed with fluid and part way through the infusion air got into the line and cartridge starting after the filter. There was still some medication in the drip chamber and up to the filter. Staff had to back prime the air out but the issue reoccurred. Staff had to trouble shoot and keep back priming often to get the dose to the patient. The test dose is in a 10 cubic centimeter volume over 10 minutes so this lead to increased infusion time and risk for the full dose not to be delivered to the patient.